Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The problem was resolved with the help of latitude clinician support and the patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the physician elected to do commanded shock therapy testing to evaluate the systems integrity. Boston scientific technical services (ts) indicated that the testing done provides confidence that there is not a lead integrity issue and that a shock can be delivered however; the overall shock impedance is currently higher than what is considered normal which will impact the delivered shock waveform. Ts stated that performing defibrillation testing (dft) is the only way to test if the delivered shock will convert an arrhythmia. The system remains in use. No adverse patient effects were reported.